Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the problem could not be reproduced. No visual defects noted on returned catheter. Per functional evaluation, inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 130ml/min, 150ml/min and 145ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the device was allegedly unable to drain. As a result, the catheter was removed and another catheter was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the device was allegedly unable to drain. As a result, the catheter was removed and another catheter was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to drain after insertion. As a result, the catheter was removed and another catheter was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the device was allegedly unable to drain. As a result, the catheter was removed and another catheter was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to drain after insertion. As a result, the catheter was removed and another catheter was placed.